Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample was returned for evaluation. Although no hole was found in the needle, epoxy resin was found to be attached 5 mm below the tip of the needle. The defect is understood to be caused by the epoxy glue, used to attach the cannula to the hub, contaminating the IV cannula. The epoxy is dried and cannot detach from the cannula. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while a collector cap was removed on a bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle, a hole was noticed in the shaft of the needle. Needle was not used and lot number was not recorded. After evaluation, epoxy resin was found to be attached 5mm below the tip of the needle. No medical intervention or serious injury reported.